Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The complaint device was not retuned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary vessel. A 3.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was also noted that the stent had fractured. The procedure was completed with a different device. No patient complications were reported.